Event description:
It was reported that during a laparoscopic inguinal hernia repair, the hernia stapler was being used to fixate hernia mesh in the inguinal space when the device jammed during use. The device was able to fire initially, but then the unit stopped working. The surgeon used another hernia stapler to complete the mesh fixation and finish the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the hernia stapler was being used to fixate hernia mesh in the inguinal space. The device was able to fire 1 to two staples, but then the succeeding staples would no longer deploy. The surgeon used another hernia stapler to complete the mesh fixation and finish the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.